Event description:
It was reported that during an MRI for the patient the device experienced a power-on-reset. The device was also nearing reaching its elective replacement indicator. The device was reset and remains in use; however, the physician may replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.